Event description:
Subsequently, physician confirmed the device was not broken. The device has been explanted and replaced with a non-manufacturers device.

Event description:
Physician reported right side implant rupture diagnosed by mammography. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side implant rupture diagnosed by mammography. The device has been explanted and replaced.